Event description:
As reported (B)(4) 2014, a pt of unk age and gender presented for an angiographic procedure. When opening the sterile packaging during preparation for the procedure, it was noted the tip of the angiographic catheter had fractured off. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. The reported disposable device has been returned to the MFR for eval.

Manufacturer narrative:
As reported, complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The reported complaint description could not be confirmed. The root cause for the reported defect cannot be determined as a device eval was not performed. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. See scanned page. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).